Event description:
It was reported that the 2600 system had table motion error code messages displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The table was calibrated during the svc call. The system was tested, and found to be working as intended, and put back into svc.